Manufacturer narrative:
The pump passed the self-test. The pump primed and seated properly when the test reservoir was detected. No prime/fill anomaly noted. All boluses delivered properly and were listed in the daily history. The pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. Successfully downloaded history files using thus software. No unexpected occlusions or delivery anomaly, bolus anomaly or basal anomaly noted on download history file. Pump was cut open to perform visual inspection and found no moisture damage on the pcba 1 / pcba 2 / force sensor, 40 pin flexible printed circuit/lcd and motor. The following were noted during visual inspection, fading serial number label, cracked battery tube threads and cracked case near belt clip rails. The unit p-cap / test reservoir locks in place properly. Unit was not confirmed for unresponsive keypad anomalies. Unit passed all required testing. No moisture damage noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a stuck button alarm and the pump was exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was tossed in the pool along with the pump and received a stuck button alarm. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1884 was requested, and the customer responded that the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.